Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a low shock lead impedance, which was detected through the latitude system. It was reported that during an in office evaluation, the lead was tested in a triad configuration and had an impedance of 66 ohms and coil to coil and coil to can showed higher impedances around 90 ohms. Additionally, a shocking lead impedance testing was ran and the impedances were normal and a synch shock was performed under sedation and the impedances were again normal. No further troubleshooting or changes to the system have been reported at this time. There were no adverse patient effects. Additional information from the field representative indicate that there were no changes made to the system and the plan was to continue to monitor the shocking impedances.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.